Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the alleged complaint iq drive issue was confirmed during testing. The cycler was unable to neither detect the iq drive nor load any treatment. This issue was resolved by replacing the function board. A simulated treatment was performed and completed without any failures or problems. A visual inspection was performed and no defects or issues were detected. The simulated treatment was performed and completed without any failures or problems. The post market surveillance department is in the process of reviewing medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are reviewed.

Event description:
On (B)(6) 2014, patient presented to the medical center with hypotension and hypoglycemia. He was admitted to the micu due to septic shock. He was last seen on (B)(6) 2014 and refused admission at that time for similar symptoms. Per patient's wife, his symptoms include increasing shortness of breath, difficulty breathing, wheezing, fever, night sweats, overnight chills, nausea and sputum production green in color which is unchanged for the past few weeks. He was treated with antibiotics and sent home with an oral antibiotic. Patient reported that he had multiple bouts of pneumonia in (B)(6). On (B)(6) 2014, his respiratory status deteriorated and CT of the chest showed worsening left pleural effusion; he was intubated the next day for respiratory distress and development of ards. On (B)(6) 2014, patient did not receive dialysis due to his tenuous blood pressures. He went onto have multiple episodes of bradycardia and one episode of asystole. At that point family decided to make patient dnr with no further escalation of care. On (B)(6) 2014, family decided to take patient of comfort care, and he was extubated and placed on comfort measures only. At approximately 12:20am, nursing called to state that the patient passed away; this examiner came to the bedside and examined the patient and found no pulse, no respirations, pupils were fixed and dilated. Death diagnosis includes; hypotension, ards, septic shock, acute respiratory distress, acute on chronic renal failure, hypertension. No autopsy requested.